Event description:
According to the customer, several false low hcg results were generated by the access instrument. The instrument generated hcg results of 0.00miu/ml. All four false low hcg results occurred on the same reagent pack. A potential problem with the instrument was identified after pt a went to a different medical facility and was retested quantitatively for hcg. The customer indicated that the pt did not believe the initial false low result. The customer indicated that the quantitative hcg result from this facility was around 4000miu/ml. The customer did not know the test methodology of the quantitative hcg result. The lab at user facility was contacted with the quantitative hcg test result. The lab retested the sample from pt a and the result was 0.00miu/ml. The customer indicated that there were two other pt samples recovered at 0.00miu/ml. The lab retested all three pts with a new reagent pack and all three pts recovered in the positive range. The customer indicated that the results from pt a, b and c were the only results considered to be erroneous. The customer indicated that there was no report of injury requiring medical intervention or change to pt treatment attributed to or connected to this event.